Manufacturer narrative:
(B)(4). The device was returned and investigated. The reported steerable guide catheter (sgc) leak was not confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of air embolism and EKG/ECG changes as listed in the mitraclip nt system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The IFU also instructs to avoid contacting tissue or creating a vacuum in the guide lumen as air may enter the lumen of the guide which may result in air embolism. All available information was investigated and the reported leak appears to be related to use error due to the sgc touching the heart wall. The reported air embolism and EKG/ECG changes appear to be related to procedural circumstances and due to the observed leak. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The steerable guide catheter was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the steerable guide catheter (sgc) leak and the air embolism. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. The steerable guide catheter (sgc) was advanced to the left atrium (la). While retracting the dilator out of the sgc under aspiration, some air was seen inside the sgc due to touching the heart wall. Aspiration was performed with a 60cc syringe. The sgc was flushed with heparinized saline and the clip delivery system (cds) was advanced to the la. After several minutes, st-elevation was observed. Angiography was performed, and air was noted in the coronary artery. The mitraclip system was retracted into the right atrium and patient was stabilized with medication. After several minutes, the patient was stabilized. The cds and sgc were removed from the anatomy, deaired and flushed. After testing the system, the sgc and cds were re-advanced. The clip was implanted, reducing the mr to 1. Prior to retracting the cds, some air was observed in the sgc. The cds and sgc were removed from the anatomy and the procedure was completed without issue. The patient left the cath lab awake and stable. No additional information was provided.